Event description:
It is reported that the patient experienced pain and a pseudotumor. During the revision surgery corrosion at the stem was noted. The stem remained implanted.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.